Event description:
Subject was not resuscitated. Date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: based on ECG review and device internal memory associated with event. Conclusion: ECG morphology changed during incident. "No shock" was advised and no shocks were delivered. Based on the available info, the device did not cause or contribute to the incident.